Event description:
As reported, during an unspecified procedure, a roadrunner extra-support bare mandril wire guide unraveled while trying to cross a popliteal occlusion, via access and approach from a ¿very¿ calcified dorsalis pedis artery. Per the reporter, the physician had already advanced several other wires and catheters through an unspecified 5-french pedal access sheath, and the complaint device was going to be the ¿last try¿. As the physician attempted to advance the wire through the pedal access sheath, resistance was encountered; therefore, the physician pulled the wire out and noticed that the wire had unraveled. The physician was reportedly concerned that part of the wire could have broken off; however, upon aspiration of the sheath, nothing came out. The procedure was ultimately stopped, and the sheath was removed. The physician did not see a wire fragment in the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.